Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by a distributor, the device displayed "defib fault 72" and defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.